Manufacturer narrative:
D9: date returned to mfg 1/12/2024. One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log review was not applicable. Functional testing could not replicate the reported issue; no issues were found with the device delivery rate. The pump was found to be functioning properly and delivering within specification. The root cause was unknown. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3, g4, d4: UDI unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device's delivery rate too low. There was unknown patient involvement.